Manufacturer narrative:
Additional information has been obtained.

Event description:
The pain at the ipg site has been resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing pain at the ipg site. In turn, surgical intervention was undertaken during which the ipg was explanted and replaced. Stimulation was restored following the procedure.